Manufacturer narrative:
This product was received for evaluation and the reported failure was confirmed. Tech services found no image at all with any blade / baton. The input connector was damaged; detached from the cover and there was a blown input fuse which caused the no image issue. Additional part used: glidescope ranger gvl 4, catalog: 0574-0028, sn: (B)(4). This MDR is being filed as result of a retrospective review.

Event description:
The customer reported that during an emergency patient procedure, using a glidescope ranger monitor assembly, the monitor showed no image. A delay in the procedure of unknown duration occurred as a back-up glidescope ranger monitor was obtained. No harm to patient or user was reported.